Manufacturer narrative:
Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be confirmed as no images were submitted for review, and the device remains in use. A specific cause for the reported obstruction could not be conclusively determined through this evaluation. Review of the submitted log files captured the pump functioning as intended. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). The current revisions of the IFU and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU, rev. D is currently available. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under ¿attaching the sealed outflow graft to the pump,¿ instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU, under ¿preimplant procedures¿ and ¿implant procedures¿ cautions the user: ¿the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure¿ and ¿stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.¿ the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a computed tomography angiography (cta) on (B)(6) 2026, which showed proximal outflow vs. Cannula stenosis, favored secondary to bioaccumulation versus less likely adherent thrombus. The patient's international normalized ratio (inr) goal was 2-3 though they were not always therapeutic. Log files were submitted for review. Following review, it appeared that the event log captured routine events. The ventricular assist device (vad) and peripheral equipment appeared to have functioned as intended. There was nothing notable in the log from a flow concern as the estimated flows were stable throughout the log. The pulsatility index (pi) values were non-variable, which was consistent with vad obstruction, but flows were over 4 lpm and usually seen hovering around the 2.5 lpm threshold when an obstruction was present.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.